Event description:
It was reported that the implantable cardioverter defibrillator went into inappropriate reset during which high voltage therapies were no longer available. No patient symptoms or additional information was reported.